Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and walked them through the reset process, after which the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.